Event description:
It was initially reported that four xia titanium blockers fractured during implantation. The procedure was completed successfully and without surgical delay. There was no adverse consequence to the patient. It was later clarified that only two xia blockers were involved in this case. This report represents the second of the two blockers.

Manufacturer narrative:
B5 has been updated to reflect additional event information.

Manufacturer narrative:
The blocker was not returned for evaluation. The lot number was not provided, so a manufacturing review could not be completed. It was reported, that the main body of the blockers fractured when they contacted the rod, during blocker insertion. The xia ii universal tightener was used for insertion. And the xia ii torque wrench was used for final tightening with the anti torque tube. According to the representative present, the blocker did not appear to be cross threaded, there was not a difficult angle of insertion, and the surgeon did not appear to apply excessive force. As the blocker was not returned, a definitive root cause cannot be determined. Possible causes include: over-torqueing, a deformed torque wrench tip, cantilever force applied during final tightening, rod not fully reduced, and/or the torque wrench tip not fully engaged into the blocker during final tightening. H3 other text: device not returned.

Event description:
It was initially reported, that four xia titanium blockers fractured, during implantation. The procedure was completed successfully. And without surgical delay. There was no adverse consequence to the patient. It was later clarified, that only two xia blockers were involved in this case. This report represents the second of the two blockers.

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that 4 xia titanium blockers fractured during implantation. There were no adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by replacing the blocker. This report represents the second of the four blockers.